Event description:
Device history record were reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported devices were not returned to (B)(6) for investigation as devices check were carried out locally. No issue could be found upon testing. Device quality control certificates were provided. Device history logs were reviewed by our investigator in (B)(6). Each identified infused volumes were in line with the device programming. See attached investigation report for details of infusion setting and infused volume. The first pump infused at 8ml/h while the second infused at 8mg/h which corresponds to 800ml/h (which is very high). As per provided quality control certificates, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the devices, no other information were provided regarding any eventual repairs made on the devices. This complaint is considered as not valid for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: patient ordered a continuous ketamine drip. At 18:00 the mixture was prepared in recovery (surgery), 100 mg of ketamine (2 syringes of 50 mg/ml) in 98 ml of saline solution and was left to pass at 8ml/h according to medical order. Patient was transferred around 18:45 to the hospitalization service, "recovery" passed mixture from the surgery infusion pump to the hospitalization infusion pump and programmed by drug dose 8mg/h but with a flow of 800ml. Patient at 18:52 suddenly collapsed, without response to the call, was immediately assessed, recovery of consciousness was achieved, oriented in person, a little bradycardic at the beginning, with subsequent normal speech, localizes pain and mobilizes limbs, normal cincinatti scale. It was observed that the ketamine drip was about to end. Initially, code blue is activated, but after the patient is awake, the rapid response team is activated suspecting syncope mediated by opioid analgesic medication vs. Brain target organ hypertensive emergency. Paraclinical and CT of the skull were ordered, but the patient did not accept the image (CT). At 20:32, ketamine drip was ordered to be restarted. Patient continued hospitalization management, for the moment no other sign or symptom. Additional info from facility: the patient's condition is stable. The medical prescription was to mix 100mg of ketamine (2 ml) + 98 ml of saline solution ( 1mg x ml) for the pass in infusion pump. Total volume 100 ml for passed 8 mg/h." Facility reported 2 units as they could not identify which pump was being used. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.